Manufacturer narrative:
Device #1: part #12673-03, lot # unknown indicated is being filed under medwatch MFR number 2953144-2010-00037. Device #2: part #12673-03, lot # unknown indicated is being filed under medwatch MFR number 2953144-2010-00038. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: device #3 failure to advance knot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the knot could not be advanced. The device was successfully removed from the patient anatomy and a second and third device were used with the same results. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.